Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation, the electrode belt had an intermittent pulse wire between ECG "a" and the front therapy electrode (te). The root cause for the damaged wire was excessive force. Belt is designed to meet the mechanical requirements of (B)(4). See (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was evaluated at the distributor and reported that it was experiencing check therapy pad messages.